Manufacturer narrative:
Upon receipt, the device longevity was evaluated and was determined that the device depletion was normal. Bench tests were performed, and the device was found to function normally.

Manufacturer narrative:
(B)(4).

Event description:
The device was explanted due to suspected premature battery depletion.